Event description:
The exam table is hard to change the positions using the side lever. This difficulty causes the lever to strip and therefore stop working. The manager informed me that she had to have the levers replaced. Within the last year, she has had 10 tables' levers replaced.